Event description:
Pt reported receiving an elevated blood glucose level on (B)(6) 2012 and took correction via the infusion device after changing the cartridge and infusion set. Blood glucose reading was not provided. Pt's normal blood glucose level was not provided. Pt stated her blood glucose level was okay when she went to bed. Pt reported when she woke up on (B)(6) 2012 her blood glucose level was 53 mg/dl and at breakfast her blood glucose level had gotten higher to more than 200 mg/dl. Pt stated she took correction via the infusion device and 2 hrs later her blood glucose level was 436 mg/dl. Pt reported she took 10 units of insulin via the infusion device and then one hr later her blood glucose level was 536 mg/dl. Pt stated she then went home and took correction via pen. Pt reported she changed then infusion set and in the evening bolused 6.0 units of insulin via the infusion device with a blood glucose level of 133 mg/dl. Pt stated she noticed the insulin compartment of the infusion device was damp. Pt uses a competitor's insulin cartridge. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.